Manufacturer narrative:
This report is filed on may 22, 2017.

Manufacturer narrative:
This report is submitted on march 22, 2017.

Event description:
Per the clinic, the patient experienced pain and a performance decrement with device use, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, and the patient was re-implanted with a new device during the same surgery.